Event description:
It was reported multiple occlusion alarms occurred in the last 24 hours. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the occlusions with a supply change, however, occlusions continued. A systems check was started with tandem technical support, however, the customer declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained.